Event description:
The patient reported sudden urinary incontinence and some slight bowel incontinence but it was not indicated for that use. It was noted that the patient was feeling stimulation. No medical procedures/emi or trauma/falls were related. The patient was redirected to her healthcare provider (hcp) to schedule having a manufacturer representative (rep) present at her next hcp appointment. This had occurred for the last 2-3 weeks and began in (B)(6) 2016. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.